Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 40 mg/dl, cause was not known. The customer consumed carbohydrates and was provided juice and crackers at the ER to treat bg level. The customer left the ER three hours later with the issue resolved and no permanent damage. Reportedly, customer continued using pump for insulin therapy.